Manufacturer narrative:
At the completion of the investigation, based on available information clinical evaluation was able to find substantial evidence to support the following reported events; additional endovascular intervention and persistent endoleak post intervention. There was no evidence to support the reported planned surgical conversion. Additionally there was evidence to reasonably refute the reported endoleak type ia and iiia, rather there was evidence to support an endoleak type iiib of the cuff and main body and sac growth. Detail report of the endoleak type iiib of the cuff will be covered in report number 2031527-2017-00278, this report will cover the endoleak type iiib of the main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity and stretched material of the cuff was the use of strata material and angioplasty across an off label neck anatomy during implant. These intra-related factors likely change the integrity of the cuff over time. No cautionary product use conditions were detected. Associated clinical harms for this device failure included: aneurysm growth; type iiib endoleak of both the cuff and bifurcated stent; an unsuccessful secondary intervention; and, an impending surgical conversion for the persistent type iiib endoleaks. At the time of this report, the patient was discharged home post the endovascular intervention, and was being monitored until the surgical conversion can be completed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Incidentally, the most likely cause of the compromised stent graft integrity, and stretched fabric of the main body stent was the progressive lateral movement and fabric failure of the cuff. It was likely that the angioplasties at index changed the integrity of the fabric. Associated clinical harms and patient outcome for this failure are the same harms identified for the cuff component. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
An afx bifurcated and suprarenal stent graft was implanted to treat an abdominal aortic aneurysm. The two year post-operative CT showed the presence of a potential type ia or type iiia endoleak due to a potential decreased overlap of the cuff and main body. A re-intervention was performed on (B)(6) 2017 to place two (2) infrarenal cuffs, reducing the leak, but not resolved. Upon internal review, the endoleak was determined to be a type iiib endoleak from the bifurcated stent graft. As of the date of this report, the patient status is unknown.